Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty fitting multiple cartridges onto the pump. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to fit a cartridge onto the pump after each event and insulin delivery was resumed.